Event description:
It was reported that two virage driver tips fractured when attempting to remove a screw at t-2 intra-operatively. The surgery was completed with a third driver, resulting in a 20 minute delay but no patient harm. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2025-00235.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3 and h6: component. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the connection end of the device has fractured. Root cause: this event could be attributed to wear through multiple uses over time, or off-axis forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two virage driver tips fractured when attempting to remove a screw at t-2 intra-operatively. The surgery was completed with a third driver, resulting in a 20 minute delay but no patient harm. This is report two of two for this event.